Manufacturer narrative:
The pump gave a motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 3.4 mmol/l. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.